Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber forward fired at 245,497 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that the procedure was completed with no complications for the patient.